Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cuff leakage was observed approximately one (1) hour after endotracheal tube intubation. There was no patient harm/adverse event reported.

Manufacturer narrative:
The following fields were updated with additional information: d9. Device available for evaluation: yes. D9. Date returned to mfg: 08-jan-2024. Investigation summary: one (1) returned sample was received used, in a plastic bag. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination according to the inspection procedure (B)(4). During the visual inspection, a hole was detected on the cuff. As a result, it caused a leak on the cuff. The failure mode of ¿cuff deflation/leakage¿ was confirmed. The failure mode of ¿cracked¿ was not confirmed. It was found in the sample provided, the failure mode of ¿cuff damaged / leakage¿ was confirmed exactly. The sample has a hole in the cuff where the leak was found. This type of hole can be caused when the cuff inflated is in contact with some sharp edge. The unit is observed used, it seems that it got stuck during the intubation process and when pulling the device it caused this leak. However, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from the assembly process. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.